Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient received three air detected in cassette warnings in dwell 1 of 4. The patient cancelled treatment and found fluid in the pump module area and on the external cassette. The patient was issued another cycler. In a follow up with the patient's pd nurse, it was reported that the patient did not encounter any harm, adverse event or surgical intervention in association with the leak. The nurse said the patient did receive a new cycler. In the absence of a cycler the patient did manual treatments. The cycler set is not available to return for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient received three air detected in cassette warnings in dwell 1 of 4. The patient cancelled treatment and found fluid in the pump module area and on the external cassette. The patient was issued another cycler. In a follow up with the patient's pd nurse, it was reported that the patient did not encounter any harm, adverse event or surgical intervention in association with the leak. The nurse said the patient did receive a new cycler. In the absence of a cycler the patient did manual treatments. The cycler set is not available to return for analysis.